Event description:
The customer reported falsely elevated alinity c magnesium results generated on the alinity c processing module for multiple patients. The following data was provided: (B)(6): initial result = >3.90 mmol/l / repeat result = 0.97 mmol/l. (B)(6): initial = 3.52 mmol/l / repeat result = 0.86 (patient was sent to the ER, however the customer was unable to provide any further information.). No additional impact to patient management has been reported.

Manufacturer narrative:
The customer inspected the alinity c processing module, serial (B)(6), and found the alnty c-series sample probe (04s51-01) was incorrectly installed and reinstalled the part. Correcting the probe resolved the issue. No additional result issues have been reported since part replacement. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the alnty c-series sample probe (04s51-01) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial (B)(6) and the alnty c-series sample probe were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (2 total patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c magnesium results generated on the alinity c processing module for multiple patients. The following data was provided: (B)(6): initial result = >3.90 mmol/l / repeat result = 0.97 mmol/l. (B)(6): initial = 3.52 mmol/l / repeat result = 0.86 (patient was sent to the ER, however the customer was unable to provide any further information). No additional impact to patient management has been reported.